Event description:
This procedure was performed in (B)(6). The visi-pro stent come off the balloon in the wrong area, so the physician tried to open it in that location by introducing guide wire 0.14 and a balloon coronary catheter. The physician then selected another stent (visi pro) to treat the target lesion.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.